Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the lead that was implanted in (B)(6) 2014 was not working ever since a surgery. The patient stated that the second lead helped immensely, but the one implanted in (B)(6) 2014 has had to be reprogrammed a couple of times and it was unknown why it needed adjustments. The patient had an appointment with the healthcare provider on (B)(6) 2016 and hoped that they could program the lead to optimum capability. The indication for use was non-malignant pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.